Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate the implanted device; a programmer of a different model was able to su ccessfully interrogate the same device. The status of the programmer is unknown. No patient complications have been reported as a result of this event.